Event description:
It was reported that approximately three years post filter deployment, a filter was discovered to be tilted with migration, and a detached filter limb that perforated the ivc wall. No attempt has been made to retrieve the filter or detached limb post four years discovery. The patient status at this time is unknown.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The plaintiff's attorney did not provide patient age or weight. The product catalog number or lot number was not provided. A request letter was sent to the attorney to obtain information about the event details. No response from the attorney was received. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available information the definitive root cause for this event is unknown.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of additional information regarding the reported event is currently underway. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the device was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: the patient who was nonresponsive to anticoagulation was scheduled for filter placement. The left common femoral vein was accessed and an inferior venacavagram demonstrated a patent ivc. The introducer sheath was advanced and the filter was successfully deployed below the level f the renal veins. Completion venogram demonstrated the filter to be in good position. The catheter was removed and hemostasis was achieved. The patient tolerated the procedure well. Approximately three years one month post filter deployment the patient underwent a colectomy. Per the surgeon¿s notes at that time, the filter was tilted with struts extending beyond the caval wall. Approximately three years seven months post filter deployment, the patient underwent j-pouch reconstruction with a temporary ileostomy. Approximately one week post ileostomy, abdominal x-ray performed for abdominal distention demonstrated the filter to be located at the level of l3, and a CT scan demonstrated an infrarenal ivc filter in place as well as leakage of contrast from the small bowel leaking into the incision. Approximately five years six months post filter deployment, CT scan demonstrated multiple limbs extending beyond the caval wall with two limbs extending into the l3 vertebral body and another limb extending into the abdominal aorta with a detached limb within the lower pole of the right kidney. Approximately five years eleven months post filter deployment, evaluation of the filter was performed. Review of previous cat scan demonstrated the filter did not detach anymore and did not migrate anymore. The physician stated there was not merit to try and remove the filter as the detached components would remain behind. If the patient becomes symptomatic, a retrieval attempt will be performed. Approximately six years three months post filter deployment, CT scan demonstrated at least one detached filter limb which remained unchanged from prior CT scans. Image/photo review: based on the images provided, the vena cava filter was identified as a bard g2 filter, can be confirmed. Based on the images provided, one detached filter limb was identified in the images provided, can be confirmed. Based on the images provided, three partially detached filter limbs were identified on the filter, can be confirmed. Based on the images provided, the location of the other two detached limbs were not demonstrated in the images, the location is unknown can be confirmed. Based on the images provided, filter tilt cannot be confirmed without a contrast injected vena cavagram. Labeling review: warnings/possible complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens; perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post filter deployment, a filter was discovered to be tilted with migration, and a detached filter limb that perforated the ivc wall. No attempt has been made to retrieve the filter or detached limb post four years discovery. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three years one month post filter deployment, prior to a colectomy, a physician noted the filter was tilted with struts extending beyond the caval wall. Approximately six months later, the patient underwent an ileostomy. CT scan performed approximately five years six months post filter deployment demonstrated multiple limbs extending beyond the caval wall and a detached limb within the lower pole of the right kidney. Approximately five months later, the patient underwent evaluation of the filter. Review of previous scans did not demonstrate any further migration or detachments. The decision was made to leave the filter in place, but if the patient became symptomatic, a retrieval attempt would be performed. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient who was nonresponsive to anticoagulation was scheduled for filter placement. The left common femoral vein was accessed and an inferior venacavagram demonstrated a patent ivc. The introducer sheath was advanced and the filter was successfully deployed below the level f the renal veins. Completion venogram demonstrated the filter to be in good position. The catheter was removed and hemostasis was achieved. The patient tolerated the procedure well. Approximately three years one month post filter deployment the patient underwent a colectomy. Per the surgeon¿s notes at that time, the filter was tilted with struts extending beyond the caval wall. Approximately three years seven months post filter deployment, the patient underwent j-pouch reconstruction with a temporary ileostomy. Approximately one week post ileostomy, abdominal x-ray performed for abdominal distention demonstrated the filter to be located at the level of l3, and a CT scan demonstrated an infrarenal ivc filter in place as well as leakage of contrast from the small bowel leaking into the incision. Approximately five years six months post filter deployment, CT scan demonstrated multiple limbs extending beyond the caval wall with two limbs extending into the l3 vertebral body and another limb extending into the abdominal aorta with a detached limb within the lower pole of the right kidney. Approximately five years eleven months post filter deployment, evaluation of the filter was performed. Review of previous cat scan demonstrated the filter did not detach anymore and did not migrate anymore. The physician stated there was not merit to try and remove the filter as the detached components would remain behind. If the patient becomes symptomatic, a retrieval attempt will be performed. Approximately six years three months post filter deployment, CT scan demonstrated at least one detached filter limb which remained unchanged from prior CT scans. Image/photo review: based on the images provided, the vena cava filter was identified as a bard g2 filter, can be confirmed. Based on the images provided, one detached filter limb was identified in the images provided, can be confirmed. Based on the images provided, three partially detached filter limbs were identified on the filter, can be confirmed. Based on the images provided, the location of the other two detached limbs were not demonstrated in the images, the location is unknown can be confirmed. Based on the images provided, filter tilt cannot be confirmed without a contrast injected vena cavagram. Conclusion: the device was not returned. Images were provided. Medical records were provided and reviewed. A vena cava filter was deployed below the level of the renal veins. Approximately three years and one month post filter deployment, per surgeon¿s notes at that time, the filter was tilted with struts extending beyond the caval wall. Approximately three years and seven months post filter deployment, abdominal x-ray performed for abdominal distention demonstrated the filter to be located at the level of l3. Approximately five years and six months post filter deployment, CT scan demonstrated multiple limbs extending beyond the caval wall with two limbs extending into the l3 vertebral body and another limb extending into the abdominal aorta with a detached limb within the lower pole of the right kidney. Approximately five years and eleven months post filter deployment, evaluation of the filter was performed. Review of previous cat scan demonstrated the filter did not detach anymore and did not migrate anymore. Approximately six years and three months post filter deployment, CT scan demonstrated at least one detached filter limb which remained unchanged from prior CT scans. Based on the medical records and images provided, the investigation can be confirmed for a tilted filter, detached filter limbs, and perforation of the ivc wall. The investigation is inconclusive for any migration of the filter. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post filter deployment, a filter was discovered to be tilted with migration, and a detached filter limb that perforated the ivc wall. No attempt has been made to retrieve the filter or detached limb post four years discovery. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three years one month post filter deployment, prior to a colectomy, a physician noted the filter was tilted with struts extending beyond the caval wall. Approximately six months later, the patient underwent an ileostomy. CT scan performed approximately five years six months post filter deployment demonstrated multiple limbs extending beyond the caval wall and a detached limb within the lower pole of the right kidney. Approximately five months later, the patient underwent evaluation of the filter. Review of previous scans did not demonstrate any further migration or detachments. The decision was made to leave the filter in place, but if the patient became symptomatic, a retrieval attempt would be performed. No additional information was provided in the medical records received.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The outside counsel was able to provide additional patient and product information (product #, lot #, date of birth, weight), which was updated in the appropriate sections. A manufacturing review was conducted. The lot met all release criteria. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available.